Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver had a snapped wire. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis team (fa). Fa was able to confirm and reproduce the reported complaint. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable exhibited abnormal sharp edges or damage that would have contributed to the cable breaking. Mechanical indentation to the distal pulley is the affected surrounding component. Additional observation not reported by site that is related to the primary failure: the instrument was found to have one indentation on the edge of the distal idler pulleys. There were no pieces missing. Grip cables adjacent to this indented pulley show damage and was broken.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 01/31/2024, the following additional information was obtained: the instrument inspected prior to use and no damage was identified. The surgeon randomly noticed the wires during the case, visibly protruding from the distal end of the instrument and the instrument was removed. The instrument did not collide with any other instrument or tool during the procedure. It was unknown if there were any issues related to opening/closing of the grips or up/down (pitch) motion of the wrist. No photographic images of the device were available for isi review.